Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated and there was no response to the magnet. It was noted that when the device was last checked, approximately four months previous to the event, there was no elective replacement indicator (eri) indicated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed lifted hybrid bond wires. (B)(4).